Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they thought their symptoms returned after getting an MRI, but will continue to monitor symptoms now that they have left therapy on. Agent reviewed it was very reassuring that patient could successfully connect to ins and adjust settings. Patient will call ps back in the future if further assistance is needed.

Event description:
Additional information was received from the patient. The patient noted that the therapy still does not seem to be working. They reviewed that they were just sitting this morning, and everything they drank earlier just whooshed. Helped patient connect to ins and adjust intensity. Reviewed programs. The patient stated they will call back if they would like help changing programs. The patient called back and reiterated previously noted events. Patient stated that they would like to change programs. Patient reported that they made a stimulation increase earlier today but they had an episode where everything came out. Agent assisted patient with changing programs. Patient successfully changed programs. Stimulation confirmed and comfortable. Patient will continue to monitor symptoms. Redirected to the healthcare provider(hcp) if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient said they changed programs the last time they called patient services, but right now it seems like they are leaking or "flowing" a lot, and the therapy doesn't seem to be stopping it. The patient wasn't sure if they should increase amplitude or change programs. Agent reviewed considerations, and the patient decided to increase amplitude. Once amplitude was increased, the patient confirmed they could feel comfortable stimulation in the bicycle seat area. The patient will maintain amplitude and continue to monitor symptoms.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have been having some problems lately and were "flowing" again. Patient said they haven't changed the settings for quite a while, patient was able to connect to the implant and therapy was off. Reviewed how to turn therapy on. Patient adjusted stim to a comfortable level. On (B)(6) 2025, additional information was received from the patient. Patient said after they turned the therapy back on it seemed like the therapy worked for a week or two. Now it is not controlling anything. The patient is wearing as many pads as she was before the implant. Patient said she didn't do anything to the settings. Went and walked patient through trying to connect to the stimulator. Patient got a message that the communicator battery was low. Patient is going to charge the communicator and handset and call back.

Event description:
Additional information was received from the patient. They called back and reiterated previously reported issues, that it didn't seem like their system was working for their symptoms and reported that it seemed to really start for them in (B)(6) 2025 after they had to have an MRI. Patient sated prior to that, the therapy hadn't been the best but it had still been working and then they'd gone to have an MRI and brought their manual and their "box" and the MRI technician did what they needed to do for the MRI but after the MRI it just seemed like nothing had been helping. The patient stated a lot of times they'd be setting in a chair and they'd get up to go to the bathroom and their pad was already full. They hadn't even known that they'd gone. Patient stated they'd increased the stimulation but they were now at 1.5 ma on program 2 and they knew they couldn't go any higher because they'd feel the stimulation every now and again in certain positions so they wondered if they should switch to a new program. Patient services reviewed the role of patient services with the patient as well as device description/function and simulation and programming considerations and walked the patient through switching to program 3. Patient increased the stimulation to .5 ma and confirmed they felt the stimulation comfortably in their bike-seat region. Patient to monitor their symptoms and follow up with their hcp at their already scheduled follow up appointment on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient reported that the device had not been working and they wanted to change programs. The patient said the hcp recommended they try the program for a month. The patientsaid it had been over a month with no improvement. The agent reviewed how to change programs. The patient was able to change programs and increase stimulation to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that to clarify the device not working, they were on session 6 and their device was not working. They change pads at least 5 times a day. The cause was not known, but they would just keep checking their settings. They could sit for an hour and when they stood up, the urine just ran out of them. The issue was not yet resolved.